Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-32118. It was reported the patient had been receiving ineffective stimulation due to high impedances. Reprogramming attempts were unsuccessful. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.